Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient experienced a "vascular occlusion¿ after they were injected in the lips with an unknown amount of juvéderm® ultra. It was noted that the patient also experienced "discoloration", "blistering", and "bruising." Treatment is noted as vitrase within 24 hours. Date of symptoms resolution is unknown.